Manufacturer narrative:
Device used for treatment and not diagnosis. The zipfix implant was received in three pieces. The locking mechanism is completely broken apart and partially deformed. The relevant dimensions of the broken zipfix can not be verified anymore due to the above mentioned damages. The fracture face is homogenous, which indicates material conformity. The device went to product development for evaluation: functional inspection; we inserted the cut end of the returned device into the locking head, in its correct orientation and the device locked. This indicates that the locking function is as per the design intended. Pdc could replicate the same or similar situation when the device was inserted incorrectly into the locking head by rotating the device 180 degrees. In the clinical application this would mean that the device body teeth would not face the sternum bone. In this situation the user may apply some tension to the device while pulling the application instrument trigger. If the user then cuts the device; the device will snaps back open as per the complaint description. The samples used by pdc to replicate this situation did also not show any deformations to the locking feature and, or locking head. The devices could be locked again in its correct orientation.

Event description:
During a CABG procedure on (B)(4) 2013, the locking mechanism on the zipfix failed. According to the thoracic coordinator, the zipfix made a popping sound and then the locking mechanism shot across the room and they were unable to find it. They tried another zipfix and it also broke and they couldn't find that one either. A new box of zipfix was available for use and the third device worked fine. The first two devices came from the same 5-pack. The surgery was prolonged 1 - 2 minutes. It was reported one of the devices was taken out of the sharps container but not the other one. Therefore, only one device will be returned for evaluation.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A quantity of two was reported for the zipfix implant. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.